Manufacturer narrative:
The manufacturer previously reported the ventilator's external flow sensor malfunctioned. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device's flow sensor and cable need to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's external flow sensor malfunctioned. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.